Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had washed her insulin pump. Customer's blood glucose was 132 mg/dl. Customer left the insulin pump in her pants and washed it. The drive support cap appeared normal. No further information reported.